Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Disk analysis stated that the data was unclear and that the device appeared to be consuming more power than expected at the present settings and therapy delivery. The device remains in service. No adverse patient effects were reported.